Event description:
During routine vascular access, the physician noticed resistance upon advancing the guidewire through the needle. The guidewire was pulled back through the needle and it was noticed the tip had "come apart." The device remained intact and no harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: the evaluation is not complete. Conclusions: the suspect device has been returned for evaluation; however, the investigation is not complete. A follow-up report will be submitted when additional information is available.